Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a loose drive support cap. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump was received with a cracked display window, cracked battery tube threads and a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.